Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the bisector was sticking in the cannula. A replacement device was used to complete the procedure. No pt complications were reported by the hosp.

Manufacturer narrative:
Investigation details: investigation was completed, and the bisector is to specs. The complaint is not confirmed. A lhr review was completed, and there was no non-conformances associated with the lot number.